Event description:
Refrence number (B)(4). Event occured in canada it was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 and it was treated with insulin injection. An insulin flow block was also reported. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.